Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; no chemistry observed. Qc investigation on 9/15/2017 resulted in defect found and the event was determined to be reportable. Final root cause investigation has been completed: no chemistry observed: washed strips. No further investigation required. (B)(4).

Event description:
Consumer reported complaint for e-3 blood glucose results. Wife,(B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-3 using true metrix meter. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.